Manufacturer narrative:
For the reported event, the distributor performed the checkout of the system.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1009-9000-000 anesthesia gas machine ran on battery power for less time than expected causing the unit to shut down. These reports were received from various sources. The reported event involved a patient. There was no patient information available.